Event description:
It was reported that the physician's handheld computer would not hold charge. She said when she unplugged in the battery would die really fast. Attempts for further info have been unsuccessful to date.